Manufacturer narrative:
The proximal tip of the cutting loop was evaluated and confirmed to have been separated from shaft or body of cutting loop.

Event description:
During a turp, the proximal end of the loop broke inside the patient. The broken piece was removed with no harm to patient. The procedure was completed.